Event description:
Tampons were falling apart in my hands. Gauze and cotton protruding visibly [device breakage]. Case narrative: consumer reported via email that the tampons were falling apart in her hands. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.